Event description:
This unsolicited device case from united states was received on (B)(6) 2014 from the pt. This case involves a (B)(6) year old male pt who experienced increased pain, increased swelling and underwent aspiration after receiving treatment with synvisc one. No past drugs, med history, concurrent conditions or concomitant medications were reported. On an unk date, the pt received treatment with synvisc one injection (route, dose, frequency, batch/lot number and expiry date: not provided) into an unspecified location for an unk indication. On unk dates, after unk latency, the pt experienced increased pain and swelling. It was reported that the pt underwent aspiration and corticosteroids (steroid) injection was administered to reduce the symptoms. Action taken: unk. Outcome: unk. A pharmaceutical technical complaint (ptc) was initiated and the results were pending for the same.

Manufacturer narrative:
Seriousness criteria for all the events: required intervention. Pharmacovigilance comment: sanofi company comment dated (B)(4) 2014: in this case, the causal role of the synvisc one cannot be excluded for the occurrence of the events increased pain and swelling, however, the lack of info regarding the underlying med history and the concomitant medications used by the pt precludes the complete case assessment.